Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m55r77. Additional information requested: can you please confirm if, during the firing where the blue reload did not cut the tissue, if the device deployed staples? If yes, was the staple line complete? If yes, were the staples formed properly? If the staple line was not complete, please describe the staple line. Were staples malformed? Was the proximal or distal portion of the staple line missing? Information received: per the physician, the staples did in fact deploy on both the proximal and distal side of the reload. No issues with staple formation. The main issue was the reload/device did not cut across the tissue, and then the metal piece of the reload was stuck on tissue. It has been reported by the physician, the metal piece returned was in fact a colonoscopy clip - not a piece of the reload. The stapler was fired across the clip, which caused the staple load to malfunction and get stuck. The analysis found that one plee60a device was returned in good visual condition and with one gst60b cartridge loaded on the device. The reload was received fully fired and with cartridge deck and some drivers damaged. Furthermore an unknown metal object was received inside a plastic bag. The metal does not belong to the cartridge or device components. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens, the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due found condition of the nicked knife.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when removing a polyp and firing across the appendix, the jaws of the device would not open. The device was loaded with a blue cartridge reload. The device reload did not cut across the tissue. The device was opened by using the anvil release button. When the jaws of the device were unstuck it was noted that a metal piece from the reload stayed on the tissue. It does not appear that the surgeon was using buttressing with this firing. The surgeon fired across the tissue with the same device, and a new blue cartridge reload, to remove the metal piece that remained from the previous reload. The metal piece will be returned with the device. Case completed with the same device. There were no patient consequences reported.